Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the clips came out in a crossed state, the procedure was completed with another device. There was no patient involved.